Event description:
Physician was injecting lidocaine prior to suturing a wound when needle became detached from syringe while injected and lidocaine and body fluid splashed into physician's face and eyes. This is the first of two similar events with this manufacturer's device at this facility within approximately one week.